Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The user guide states ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 250-300 units of insulin. Upon reloading the cartridge, a cartridge change error occurred. The customer loaded the cartridge successfully, however, the customer did not observe drops of insulin from the patient line. Reportedly, customer was using off label insulin in the cartridges. Tandem technical support reminded the customer to use labeled insulin. Additionally, the customer was filling the cartridge with insulin incorrectly. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery. There was no reported adverse impact to the customer's blood glucose.